Event description:
A cracked and shattered touchscreen was reported, which rendered the touchscreen unresponsive and illegible, preventing interaction with the pump. There was no adverse impact to the customer¿s blood glucose level. The corrective action involved technical support replacing the pump after confirming the damage. Customer continued to use the pump for insulin therapy.